Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4) being used during the reported intermittent "y" icon was returned on (B)(6) 2013. A visual inspection was performed and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. The root cause was determined to be a hardware component failure.